Event description:
Imp ref # (B)(4).

Manufacturer narrative:
We had the customer restart the cns again and it still never made it past boot screen which is a definite symptom of both drives being down. The customer biomed only comes in once a week, and the customer calling is not very familiar with the systems. We have been trying to get a hold of the biomed for more info but have had no luck getting in touch with them. He will be in the office on thursday and has a message to call us. Loaner device sent to account. Defective device requested for repair and failure investigation.

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative: the customer reported that their cns shut down. On reboot the system froze at the boot screen. After investigation, they reported that the system was running on a single drive as one drive had reported a failure previously, however no one realized that the first drive had failed. We had the customer restart the cns again and it still never made it past boot screen which is a definite symptom of both drives being down. The customer biomed only comes in once a week, and the customer calling is not very familiar with the systems. We have been trying to get a hold of the biomed for more information but have had no luck getting in touch with them. He will be in the office on thursday and has a message to call us. The unit was evaluated and the customer's complaint was duplicated. The unit booted up trying to repair one hard drive. Both hard drives were replaced based on mi0236. Ver. 02-40 was loaded and setting were loaded as well. The unit was burned in and tested prior to returning to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.